Manufacturer narrative:
Philips service re-plugged the ipc board cards and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a post ipc geometry failure occurred, causing mechanical movements to halt on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.